Manufacturer narrative:
The insulin pump was received with blank display due to faulty connector on mother board. Compromised force sensor system alarm was no verified due to blank display anomaly. The device had cracked case at display window corner, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer states before alarm insulin pump shut off and after alarm it shut off again. Customer states drive support cap appeared normal. Customer's blood glucose was 300 mg/dl, then elevated to 436 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).